Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller joint (acj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had repeated recoverable fault 32100 on the armnet2. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to hard power cycle but it would not work then disable the armnet2. The tse suggested to use the armnet4 as backup arm. The customer confirmed they are using the system with three arms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system was initially powered up with no issue. The procedure was completed with 3 arms. The surgeon disabled the arm due to the system issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received an ion product to perform failure analysis. The axes controller joint (acj) was analyzed and failure analysis investigation replicated the customer reported complaint. This acj was installed into patient side cart (psc) system and performed power cycles, and it failed to program into the system and error 32100 popped up. The system was rebooted, still the issue persisted.

Event description:
Refer to h10/h11 for follow-up information.